Event description:
It was reported that 2 bd ultra fine¿ pen needles were unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported, no insulin flow when priming stated, she primes between 2-4 units, (went over steps on how to prime) stated, when taking injection, no insulin flows lot: 0022824 catalog: 320122 date of event: (B)(6) 2020, (2 pen needles would not prime)

Manufacturer narrative:
The following information has been updated/corrected: d.10. Device available for eval.?: yes d.10. Returned to manufacturer on: 2020-10-23 h.3. Device returned to manufacturer: yes h.3. Device eval by manufacturer: yes h.6. Method code(s): 3331, 10 h.6. Result code(s): 213 h.6. Conclusion code(s): 4315 h.6 investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 0022824. A review of risk management document 149rmn-0004-01 revision 19, indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed. Investigation summary: customer returned (3) open 4mm, 32g pen needles from lot # 0022824. Customer states that there was no insulin flow during priming. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. See h10.

Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 0022824. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 bd ultra fine¿ pen needles were unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported, no insulin flow when priming. Stated, she primes between 2-4 units, (went over steps on how to prime). Stated, when taking injection, no insulin flows. Lot: 0022824. Catalog: 320122. Date of event: (B)(6) 2020, (2 pen needles would not prime).